Event description:
Patient was undergoing sigmoid colectomy when the covidien circular stapler malfunctioned. The staples were coming out in their original unfired state while also cutting the tissue without the staple line being present. If the surgeon had not had access to another device the patient would have had to have a permanent colostomy. Because of the malfunction the patient did require double the anesthesia time which is a concern in a patient who has dementia, hypertension, and sleep apnea.